Event description:
It was reported that (1) pmw35 was used during an unknown procedure. It was reported by the rep that the staples did not form a complete staple. The staple had to be removed and restapled to complete the case. There was no consequence to pt.